Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during incoming inspection at one of the warehouses, debris was found in the sterile packaging. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The reported event is confirmed. Visual evaluation of the returned product found foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.